Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling power supply was not functioning. It was further noted that the attachment was loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the oscillating saw attachment device ran irregularly when in use. It was further reported that there was an issue with the bearing on the device. During an in-house engineering evaluation, it was observed that the coupling power supply was damaged, not functioning and defective. It was further noted that the attachment was loose. It was not reported if the device was used in surgery or if there was patient involvement. There were no delays in the surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly